Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The root cause was not concluded due to unavailability of batch information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported that the syr 10ml pump compatible saline 10ml fil barrel / flange is damaged. The following information was provided by the initial reporter: incident details: three medfusion 4000 syringe pumps have come down to clinical engineering in a short time frame all reporting the same problem: ¿syringe plunger not in place¿ with an arrow pointing to a representation of the syringe barrel flange. M333717, m333711, m909775 a work order dated 09-dec-2025 was found documenting the problem; the pump subsequently came back to ce with the same issue recently. No faults were found with the pumps when bench tested. This appears to be an issue with prefilled 10ml bd syringes. Some 10ml bd syringes have been found to have narrower flanges. (1.5mm vs 2.0mm). Staff could be informed that repositioning the barrel can alleviate the problem, or the syringes with the narrow flanges removed from circulation. No serious harm was reported. Unfortunately, the device is not available for investigation. Additional information provided: in none of the cases the syringes were supplied to clinical engineering for analysis. However, finding our own prefilled 10ml for testing resulted in the same error ¿ it was marked lot: 2028-01-31 5024175. It measures 1.55mm, whereas non-prefilled 10ml bd c-199 (no lot number) measures 2.01 ¿ 2.07mm.